Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 456 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pen for high blood glucose level. Customer was using insulin pump within 48 hours of high blood glucose level. Customer was neither in emergency room nor admitted to hospital nor was emergency medical service dispatched as result of high blood glucose level. Customer alleged insulin pump alleged under delivery. The device will not be returned for analysis.